Event description:
It was reported that the patient had been difficult to manage because their aortic valve was partially sutured. As a result, the patient had moderate right ventricular (rv) dysfunction, aortic insufficiency, and they have issues with fluid and sodium restriction. The patient had been admitted due to worsening heart failure. The patient was brought to the rapid intervention clinic and received intermittent intravenous (IV) lasix, but there was no improvement to the patient's symptoms. They were then put on continuous IV fluids. The patient's weight climbed. The patient was then started on IV milrinone. The patient's weight continued to increase and they developed shortness of breath (sob). They were transferred to the intensive care unit (ICU) and put on continuous renal replacement therapy (crrt). The patient's status still did not improve.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter phone number: (B)(6).

Event description:
Additional information was reported that the patient's right heart failure and aortic insufficiency existed prior to left ventricular assist device (lvad) implant. The patient had been admitted on (B)(6) 2023 and remained hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(6) in the hospital as of (B)(6) 2023. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.